Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were having to change pads constantly. Patient said the therapy had never been a "slam dunk" for them. Patient stated they noticed the return of symptoms a few weeks ago when they last recharged ins. They also noted an issue with an external device. The patient said when they went to recharge the ins yesterday they noticed their recharger was flashing orange light and they weren't able to connect to ins. Patient left the recharger on the charging dock overnight, but was encountering same issue today. Patient stated they received a 3701 error on the handset. Had patient attempt hard reset of the recharger. Patient stated there was not a green light coming from the dock. Patient tried multiple different outlets and finally found one where a green light stayed solid if they positioned dock and cord correctly. Patient placed recharger on dock plugged in, but recharger started flashing a yellow light. Email sent to repair to replace recharger equipment. When patient is able to charge ins they will call back for assistance adjusting therapy.